Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Product not returned to manufacturer.

Event description:
It was reported that the patient complained of left hip pain. The surgeon noted intraoperatively that the acetabular cup was loose.

Event description:
It was reported that the patient complained of left hip pain. The surgeon noted intraoperatevely that the acetabular cup was loose.

Manufacturer narrative:
The patient is (B)(6). An event regarding shell loosening involving a trident hemispherical cluster hole shell was reported. The event was not confirmed. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.